Manufacturer narrative:
Results of investigation: vyaire medical tested the ventilator with a known good ac adapter and a known good patient circuit connected. The ventilator passed 159 hours of extended tests at the customer¿s settings. The ventilator failed the troubleshooting final test for non-conformances with the measured bias flow and measured vti. Event trace log: a review of the event trace log was done, dating from february 07, 2018 to march 23, 2018, with a total number of 455 records. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that a patient died while on an ltv 1150 ventilator. There were no allegations of the ventilator causing harm to the patient.